Event description:
It was reported that during surgery for total hip replacement, the surgeon was screwing the cancellous screw onto the acetabular shell and the tip of screwdriver fractured and became imbedded in the screw head. The surgeon was unable to be removed it. The surgeon left it and sutured the wound.

Manufacturer narrative:
Same pt event as MDR# 2249697-2004-00121